Event description:
Boston scientific received information that this local representative contacted technical services to report that this patient was admitted to the emergency room (ER). The patient had developed a slow ventricular tachycardia (vt) with a rate of 140 bpm. The intrinsic rate of the vt was less than the programmed rate cut-off the device's therapy zones. When the device was interrogated, the programmer displayed a "check right ventricular (rv) lead" alert. The rv sensing had decreased from 15 mv to 2.5 mv. The rv pacing impedance had increased to greater than 2000 ohms and the rv pacing thresholds increased to 4.5 volts. The patient had informed the local representative that he had fallen on his left shoulder about a month earlier. There appears to be some noise on the rv pace/sense intracardiac electrogram channel. Additionally, a review of a recent stored episode identified a pacemaker mediated tachycardia (pmt) which required multiple shocks from the device to convert. The local representative was planning to fax a printout of the episode for evaluation to determine if the characteristics are pmt or vt. A comparison of a recent chest xray and one taken in (B)(6) 2010 did not identify an any changes in the lead's location or lead appearance. A review of the faxed electrogram (dated (B)(6) 2010) shows an episode with noise on the rv pace/sense channel only. The device delivered quick convert and the noise diminished. There was evidence of tracking preference causing a pmt. The patient appeared to have a junctional rhythm followed by tracking at 130 bpm. It appears to be a wide complex morphology that was successfully converted with shock therapy. The rate of the complexes looks similar to pacing. Technical services could not determine if the rhythm was pmt or vt. Subsequently, boston scientific received information that the patient remains hospitalized. There were no allegations or complaints against the device's operation or functionality.

Manufacturer narrative:
The physician suspects that the patient fall may have fractured the rv lead or caused a connection issue with the rv lead terminal pin and device set screw. At the time of this report, the patient has not been scheduled for an invasive intervention. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.